Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that catheter issue occurred. The 98% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the tip detached. A second device of the same model was used, but its tip also detached. The procedure was completed with another of same device. No complications were reported, and the patient was stable.

Manufacturer narrative:
B5 describe event or problem and h6 device codes: corrected.

Event description:
It was reported that catheter issue occurred. The 98% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the tip detached. A second device of the same model was used, but its tip also detached. The procedure was completed with another of same device. No complications were reported, and the patient was stable. However, media provided by the customer revealed the hub was damaged, not the tip.